Event description:
A report was received that the patient felt a sharp pain at the lead incision site. The physician believed that the anchors were too close to the surface. The patient also reported some swelling at the location of the anchors. The anchors were believed to be the reason for the patient's discomfort. A local anesthetic block was performed around the stimulator anchors, and the patient temporarily achieved relief. The patient underwent a revision wherein the wires were pulled down, the old anchors and the ipg were replaced with new ones, and a paddle lead was placed. The patient was doing well postoperatively.

Event description:
A report was received that the patient felt a sharp pain at the lead incision site. The physician believed that the anchors were too close to the surface. The patient also reported some swelling at the location of the anchors. The anchors were believed to be the reason for the patient's discomfort. A local anesthetic block was performed around the stimulator anchors, and the patient temporarily achieved relief. The patient underwent a revision wherein the wires were pulled down, the old anchors and the ipg were replaced with new ones, and a paddle lead was placed. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that there was no lead replacement took place, but rather a new paddle lead was just added.